Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has not had any issues other than a few low-speed advisories and low flows with unknown cause. The patient was asymptomatic during the events and the low flows were resolved. Log files were submitted for standard log file analysis. The log file captured a brief 2 second speed drop to 6210 rotations per minute (rpm) of unknown cause on (B)(6) 2022 and replace controller events that self corrected.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed events and intermittent elevations in pump power/estimated flow typically associated with pulsatility index events were confirmed via the submitted log file data. The report of low flow alarms was unable to be conclusively determined through this investigation as no low flow alarms were captured in the submitted log file. The submitted log file contained data spanning from 19jul2022 at 23:10:35 to 09aug2022 at 11:54:34, per the timestamp. A brief low speed event was captured on 30jul2022 at 04:24:10 while the system was supported with the mobile power unit. As an added observation, intermittent elevations in pump power/estimated flow were captured throughout the log file and were typically associated with pulsatility index events. A specific cause for the change in pump parameters cannot be conclusively determined. No other notable alarms or unusual events were recorded. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use addresses pump speed, power, flow, and pulsatility index in section 1. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 notes that pump flow is estimated from the pump power and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 covers all visual/audio alarms and what action(s) should be performed when they occur. The heartmate ii left ventricular assist system patient handbook also outlines all visual/audio alarms and what action(s) should be performed when they occur. No further information was provided. The manufacturer is closing the file on this event.